Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to low readings. Also found sensor's cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported that the customer had a lost sensor alert and a weak signal. Customer's blood glucose level was 423 mg/dl. Customer treated with the pump. It was explained that the pump was no longer receiving data from the transmitter. Customer stated that the radio frequency communication was established. Customer was having unexplained reinitalization and sensor errors. When customer removed the sensor, the cannula was bent. Customer declined further troubleshooting. Customer ran a manual prime and the insulin did exit the tubing. Customer mentioned that one day last year, he went very low and was admitted in the emergency room on (B)(6) 2013 for a blood glucose level of 59 mg/dl. Customer fell down and his daughter called 911. Customer thinks he may not have eaten enough. Customer also mentioned a no delivery alarm and blood at site issues, but declined troubleshooting for them. Customer will call back to finish troubleshooting with tubing clamp. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.